Event description:
The customer reported that her doctor believes the insulin pump was not functioning and requested a replacement. The customer stated that the device alarmed motor error during the manual prime process, and the piston was not moving while testing. The blood glucose was 123mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a flush/loose drive support disk. The motor was tested outside the device and passed. Unable to confirm the error alarm. The device had cracked reservoir tube and lip, cracked battery tube threads, cracked lcd display window corners, scratched screen, and missing end cap sticker.